Event description:
It was reported that the user experienced episodes of hypoglycemia while using the ilet, including rapid blood glucose drops during physical exertion and a lowest reported blood glucose of 38 mg/dl; the user is insulin sensitive, does not meal announce per physician guidance, and corrects lows with oral glucose, sometimes requiring additional doses. Symptoms included hypoglycemia. Outcomes included urgent and low glucose events that were self-treated with oral glucose. Investigation included complaint intake, case review, and user troubleshooting and education. Investigation of this case revealed no device malfunction reported, and the cause of hypoglycemia remained unclear given user insulin sensitivity and activity-related variability. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.